Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v091642, implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s implant just became ineffective. It was noted there were no abnormal impedance measurements. It was reported the patient¿s device was explanted on (B)(6)-2013 and a second stage implant was placed on the patient¿s opposite side, their right side. It was noted the patient¿s old implant went to the left sacral foramen. It was stated the patient had recurrent programming of refractory over active bladder. Reportedly, the patient did not require hospitalization.